Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding confirmation of the scheduled vad explant, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent.

Event description:
It was reported that the patient was admitted for recurrent ventricular assist device (vad) thrombus. The patient underwent two tissue plasminogen activator (tpa) thrombolytic treatments and recovered, amidst complications due to acute kidney injury. Ultimately, in the setting of multi-organ failure, the decision was made to explant the vad and replace it with a biventricular assist device (bivad). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 description event problem h6 FDA imf code investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad was explanted.

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Additional information has been requested regarding the status of the device in this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad was suspected to have not been working properly, but the patient may have been experiencing right heart failure as a result of the vad thrombus. Two competitor heart pumps were implanted and the vad remains implanted.

Manufacturer narrative:
### A supplemental report is being submitted for additional event details. The event description has been updated with the information that the patient was transplanted. Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was transplanted back on the (B)(6) 2022.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The available data log file only covered the period from 28-nov-2021 through 29-dec-2021; analysis of the available data revealed several slight increases in power consumption and estimated flows. No alarms were logged within the analyzed period. Failure analysis of the returned pump revealed that the device passed functional testing. Dimensional verification revealed that the front preload measurement and rear housing disc curvature were found to be deviating from release specifications. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Internal pathology report revealed no evidence of thrombus within the pump. There is insufficient information regarding the reported "vad was not working properly" event. As a result, the reported event could not be confirmed. Information received from the site indicated that the patient experienced recurrent pump thrombus and right heart failure. The patient underwent two tissue plasminogen activator (tpa) thrombolytic treatments and recovered, amidst complications due to acute kidney injury. In the setting of multi-organ failure, the decision was made to implant additional heart pumps. Additional information received indicated that the patient was transplanted. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high power events and the available information, the most likely root cause of the observed increases in power consumption can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, thrombus, renal dysfunction, right ventricular failure, and multi-organ failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus and renal dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported via journal literature that the patient experienced decompensated heart failure exacerbation, worsening bive ntricular failure and they were anticoagulated with warfarin.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: trivad: successful use of impella 5.5 and protek duo centrimag rvad following heartware hvad thrombosis as a bridge to heart transplant, perfusion 2024, vol. 0(0) 1¿3 doi: 10.1177/02676591241289841. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) was returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The available data log file only covered the period from 28/nov/2021 through 29/dec/2021; analysis of the available log files revealed parameters remained within normal operating range and no alarms were logged within the analyzed period. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Review of the magnetic scanner system results revealed normal magnetic data. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Based on an internal investigation, abrasions are a result of external factors and have no effect on the pump¿s performance. Internal pathology report revealed no evidence of thrombus within the pump. There is insufficient information regarding the reported "vad was not working properly" event. As a result, the reported event could not be confirmed. A possible cause of the reported "vad was not working properly" event could not be determined because the returned device tested within specification and the issue could not be duplicated. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, renal dysfunction, right ventricular failure, worsening heart failure, and multi-organ failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus and renal dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagu lant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.